Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient experienced hypoglycemic shock with inaccurate cgm values. According to the email attachment from the health care professional, the patient was noted to be having a difficult time with her g7 sensor. The patient reportedly experienced 4 severe hypoglycemic events with calls to 911 and the mother racing to her at college. The mother was stating the dexcom g7 was reading 50 mg/dl higher than the bg. An example was provided of egv 90-100 mg/dl with fingerstick 40-50. Tech support reportedly spoke with the parent who noted to have trained the roommate in hypoglycemic rescue for the patient. Details about past incidents were reportedly unavailable due to the parent not being present with the patient. An episode described in the complaint delineates an event with loss of consciousness due to hypoglycemic shock where the cgm read urgent low at 49 mg/dl. Two days prior to the call on (B)(6) 2024, the patient was noted that their cgm read 49 mg/dl. The complaint notes that the patient has hypoglycemia unawareness. The behavior of the primary display device at that moment was not described. The parent using the follow app reportedly attempted to call the patient 11 times in 15 minutes; however, she did not answer. The parent notified a friend who checked on the patient and gave her carbohydrates. The parent called paramedics and when they showed up, the bg was 29 mg/dl and the behavior of the display device at that time was not documented. There was no documentation of egv, alerts, or alarms form the primary display device. Emergency services provided glucose gel and the patient regained consciousness. The parent declined further medical evaluation in the emergency department. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid when the mother mentioned an earlier hypoglycemic event where they called 911. When the patient lost consciousness, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emergency medical services came to the scene, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
Cmpl(B)(4) this report is 4 of 4 allegations of inaccuracies that had similar event details. Related records: cmpl(B)(4). B5: describe event or problem - additional information. E: initial reporter info - correction. G2: report source- correction/additional. G2 report source other- additional. G3: additional. H2: correction/additional information. H11: additional.

Event description:
Subsequent to the initial MDR, a correction is required and additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient experienced hypoglycemic shock with inaccurate cgm values. According to the email attachment from the health care professional, the patient was noted to be having a difficult time with her g7 sensor. The patient reportedly experienced 4 severe hypoglycemic events with calls to 911 and the mother racing to her at college. The mother was stating the dexcom g7 was reading 50 mg/dl higher than the bg. An example was provided of egv 90-100 mg/dl with fingerstick 40-50. Tech support reportedly spoke with the parent who noted to have trained the roommate in hypoglycemic rescue for the patient. Details about past incidents were reportedly unavailable due to the parent not being present with the patient. An episode described in the complaint delineates an event with loss of consciousness due to hypoglycemic shock where the cgm read urgent low at 49 mg/dl. Two days prior to the call on (B)(6)2024, the patient was noted that their cgm read 49 mg/dl. The complaint notes that the patient has hypoglycemia unawareness. The behavior of the primary display device at that moment was not described. The parent using the follow app reportedly attempted to call the patient 11 times in 15 minutes; however, she did not answer. The parent notified a friend who checked on the patient and gave her carbohydrates. The parent called paramedics and when they showed up, the bg was 29 mg/dl and the behavior of the display device at that time was not documented. There was no documentation of egv, alerts, or alarms form the primary display device. Emergency services provided glucose gel and the patient regained consciousness. The parent declined further medical evaluation in the emergency department. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in cgm readings being 50 points higher than the bg reading. The reported glucose values fall within the c zone of the parkes error grid when the mother mentioned an earlier hypoglycemic event where they called 911. When the patient lost consciousness, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. When emergency medical services came to the scene, there was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.